Event description:
It was reported that the 9600 system monitor was flickering during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, x-ray tube, and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.